Manufacturer narrative:
Visual inspection was performed on the returned device. The reported kink in the coil was confirmed. The reported crease in the packaging was not confirmed; however, return device noted a crease on the top left portion of the front of the chipboard box, which is possibly what the account perceived as the reported damage. There was no damage noted to the tyvek pouch. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. Return device noted a crease on the top left portion of the front of the chipboard box. There was no damage noted to the tyvek pouch. In this case, it is possible that the chipboard box was inadvertently mishandled during manufacturing, during transportation, and/or during receiving/storage at the account. Additionally, potential factors that may contribute to kink damage to the balloon dilatation catheter (bdc), as noted on the returned device, and dispenser coil include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during preparation of a trek 2.5x15mm, there were creases observed on the packaging and dispenser coil. Therefore, the device was not used and was replaced. Sterility of the device could not be confirmed. There was no clinically significant delay in the procedure. No additional information was provided.